Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin s.p.a. Received a complaint about increase of false positive results of cov-2 antigens (ref: (B)(4) lot: 373027).

Manufacturer narrative:
Customer emailed technical support on (B)(6) 2022 stating one sample is suspecting false positive results regarding cov-2 antigen(ref:(B)(4) lot: 373027). Instrument maintenance has been performed accordingly to instrucion. The sample was retested the same day and graded negative. The liaison® sars-cov-2 ag assay uses chemiluminescence immunoassay (clia) technology for the qualitative determination of sars-cov-2 nucleocapsid protein antigen in nasopharyngeal swab (nps) collected in copan universal transport media (utm) and direct anterior nasal swab (ns) without transport media, in individuals suspected to have covid-19 by their healthcare provider within the first ten days from the onset of symptoms. It was mentioned that the patient was not symptomatic. As per ifus the performance of this test has not been evaluated for use in patients without signs and symptoms of respiratory infection. All information related to the batch conform that the batch performs as expected   complaint analysis is still on going, currently no clear root cause could be identified